Event description:
Biomed states that this cns is showing port 1 error. He also stated that if they click on any of the 3 tiles on the screen, the cns will reboot. No patient harm was reported.

Manufacturer narrative:
Biomed states that this cns is showing port 1 error. He also stated that if they click on any of the 3 tiles on the screen, the cns will reboot. This indicates that the unit has corrupt software. The biomed wants to purchase 2 new hdd's to replace the old ones. Device scheduled to be returned. No patient harm was reported. Investigation of the reported issue found that the reported device was not returned for product evaluation. According to the information provided by the customer, nk tech support stated that this indicated software corruption and hdd replacement was needed to resolve the issue. The root cause of this failure is component failure. As this issue has an overall risk score of medium, a CAPA is required per corrective action and preventive action process, sop07-003. Hha has been completed for the cns-6201a hard drives failure. CAPA 19-022 was initiated and rejected based on rationale provided in hha 20-001. The problem does not warrant/require a CAPA. The following fields are not applicable (na) to this report: b2 d4 lot number & expiration d6a - d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contains no information (ni), as an attempt to obtain information was made on march 26, 2021, customer will not be providing requested information. A2 - a6 b6 - b7 03/26/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: transmitters: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: ni additional information: b4 date of this report g6 type of report h2 if follow-up, what type? H10 additional manufacturer narrative manufacturer references file (B)(4).

Manufacturer narrative:
Biomed states that this cns is showing port 1 error. He also stated that if they click on any of 3 tiles on the screen, the cns will reboot. This indicates that the unit has corrupt software. The biomed wants to purchase 2 new hdd's to replace the old ones. Device scheduled to be returned. No patient harm reported. Nihon kohden continues to investigate the reported event. Investigation of the reported issue found that the reported device was not returned for product evaluation. According to the information provided by the customer, nk tech support stated that this indicated software corruption and hdd replacement was needed to resolve the issue. The root cause of this failure is component failure. As this issue has an overall risk score of medium, a CAPA is required per corrective action and preventive action process, sop07-003. Hha has been completed for the cns-6201a hard drives failure. CAPA 19-022 was initiated and rejected based on rationale provided in hha 20-001. The problem does not warrant/require a CAPA. Manufacturer references file (B)(4).

Event description:
Biomed states that this cns is showing port 1 error. He also stated that if they click on any of 3 tiles on the screen, the cns will reboot. No patient harm reported.

Manufacturer narrative:
Biomed states that this cns is showing port 1 error. He also stated that if they click on any of 3 tiles on the screen, the cns will reboot. This indicates that the unit has corrupt software. The biomed wants to purchase 2 new hdd's to replace the old ones. Device scheduled to be returned. No patient harm reported. Nihon kohden continues to investigate the reported event.

Event description:
Biomed states that this cns is showing port 1 error. He also stated that if they click on any of 3 tiles on the screen, the cns will reboot. No patient harm reported.